Event description:
It was reported that the device's lid opens, but no voice prompts are heard. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.